Manufacturer narrative:
The device was not returned for evaluation; however, a photo image was provided to assist in the investigation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control (qc) and a visual inspection was conducted. The examination of the provided photo confirms the sheath separated from the check-flo assembly. The flare of the sheath appears crushed/deformed due to its separation from the check-flo assembly. Per information provided, a balloon had been inserted, inflated, deflated and removed, and then inserted a second time. When attempting to inflate the balloon again, it was realized that the balloon was stuck within the separated sheath. As the wire guide was still in place, a larger sheath was inserted and a snare was used to remove the sheath. The removal process was reported to have taken several hours. Per the quality control (qc) instructions, it is confirmed that the correct size and type of material has been used. It is also confirmed the correct sheath cap has been used and that the flare is caught securely in cap assembly, as well as ensuring the sheath does not rotate in cap. In addition, there is confirmation that the cap and sidearm fitting is secure and that the surface of the sheath is free of excessive dents, bumps, or scratches. The provided instructions for use (IFU) states the precaution. "The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Detection activities have been conducted; and based on examination of the attached photo and customer testimony, it is reasonable to suggest that the damage was caused by excessive force during the second insertion of the balloon. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Per quality engineering risk assessment (qera), there is insufficient risk to require any further action at this time.

Event description:
During a fistulogram w/plasty procedure, the cook 6fr dialysis sheath broke off tat the hub inside the patient. The attending physician had put the dorado balloon in the sheath and into the arm and blew it up one time. The balloon was then deflated, removed, and then the balloon was put back in. When the balloon was reinserted, the hub and blue portion of the sheath separated; leaving the blue portion stuck on the balloon, inside the body of the patient. This was realized when the user went to inflate the balloon and noticed that something was restricting it from being inflated. It took several hours and 3 attendings to remove the blue portion of the sheath. The blue part of the sheath was inside the patient; along with the wire. Therefore, they put a larger 10french sheath inside, up against the piece, then put a snare in and snared the blue piece and pulled it out. The patient did not require any additional procedures no experience any adverse effects due to this occurrence. However, it did require 3 attendings help to remove the piece that had broken off during the case.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.